Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and prime rewind anomaly. The patient¿s blood glucose level was 175 mg/dl at the time of the incident. The customer also reported that they are unable to exit the preparing to prime loop and did not receive 2nd series of beeps nor did numbers appear on the screen. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.